Event description:
This product meets the criteria for a 5-day MDR as described in the FDA's notice dated april 8, 2008 [to mfrs and initial distributors of medical devices that may contain heparin or are heparin-coated], and abbott is submitting this 5-day MDR. Our investigation into this event is ongoing and a supplemental MDR will be submitted at the conclusion of our investigation. On 06/11/2008, abbott point of care was contacted by a customer who reported an I-stat cardiac troponin I cartridge yielded a result of 1.57 ng/ml. Repeated same sample on the I-stat cardiac troponin I cartridge yielded a result of 0.59 ng/ml. Sample in different tube sent to the lab yielded a result of <0.03 ng/ml. Repeated same sample on the lab instrument yielded a result of <0.03 ng/ml. Bd heparin tubes lot 8009066.